Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately fifteen days post implant the patient was admitted to comfort care and died that same day. The cause of death was sepsis. The implantable cardioverter defibrillator (ICD) was turned off on the deceased patient and remains in the patient.